Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fever and dyspnea. The right atrial (ra) lead exhibited intermittent undersensing. The lead and implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.